Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states their pump was rejecting batteries and received failed battery test. The customer's blood glucose level at the time of incident was 650mg/dl. The customer states they treated with bolus using the pump after changing the battery. The customer states the beeping did not wake him, so their levels went high. Troubleshoot was conducted. The customer was advised to clean battery compartment and insert new recommended battery. The customer was advised that replacement battery cap would be sent out. The customer declined to troubleshoot for the high blood glucose.